Event description:
It was reported the patient had always had pain, but in the last month or so it had been more intense. The patient¿s health care provider wanted to scan the patient¿s thoracic and lumbar area and also to make sure there is not granuloma. The system was being used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).